Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. The patient's outcome was reviewed by abiomed's medical safety officer (mso). The patient on bipella support (impella rp flex and impella 5.5) and experienced complications. The impella rp flex event is a serious injury. However, there is not enough evidence to exclude the impella 5.5 device as an associated factor to the patient's outcome given related events of bleeding and low pump flow. The demise outcome was captured under the impella 5.5 manufacturer MDR report #1220648-2025-29415.

Event description:
The user facility reported a patient was suffering from failure and had a ross surgery performed and impella 5.5 implanted. The patient one day post operative was found to be having right ventricle dysfunction coupled with the patients continued increasing pressor requirement. The team opted to escalate to an impella rp flex. The patient currently was at p-7 on the impella 5.5 rp and was being weaned for explant. Small cerebral hemorrhaging was noted on imaging so heparin was stopped and it was decided that impella rp flex would be explanted. The patient remained on levophed and vasopression with no issues overnight.

Manufacturer narrative:
The investigation of cva/stroke has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 health effect - clinical code 1770 and health effect - impact code 4627 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29599.